Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had 10 units of insulin on board (iob- active insulin in the body), and was confused as to how the customer received 10 units of insulin. Review of the bolus history with tandem technical support showed that at 1:49 a.m. A 1.5 unit bolus had been programmed and delivered for a blood glucose (bg) value of 190 mg/dl. Additionally, at 1:57 a.m. A bolus of 10 units was programmed and delivered by the user. The contact acknowledged the information; however, stated that due to being tired and confused was unable to remember delivering or stopping the bolus requests. The customer reported that the bolus requests may have been delivered and that the customer was disconnected as the customer's bg levels were not increasing or decreasing. Additionally, the customer's bg levels were elevated at 258 mg/dl due to being on pain medications. The customer stated she would wait to address bg level, and continue to monitor the bg levels and would address with the pump accordingly. Additionally, the supplies on the pump were changed during the call with tandem technical support. System check was performed and showed that the customer uses u-500 insulin.